Manufacturer narrative:
Initial reporter phone #: unknown. Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for missing label, double label and label lift with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product. Bd has initiated further investigation relating to the label lift issue through CAPA# 1064141. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified.

Event description:
It was reported that prior to use 8 tubes had missing labels, 2 labels were lifting, and 2 had duplicate labels with a bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes. The following information was provided by the initial reporter: no label = 8 sp / open label = 2 sp / adjacent label = 2 sp.